Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent abdominal hernia repair surgery on (B)(6) 2010 and two (2) mesh products were implanted. It was reported that the patient underwent revision and abdominal wall reconstruction on (B)(6) 2013 during which the surgeon noted the old mesh was observed, connected only on the lateral aspect. The medial aspect of the mesh had pulled away. It was reported that the patient experienced severe pain, nausea, diarrhea, bowel control issues and pulling sensations. No additional information was provided.